Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected to have delivered two shocks as inappropriate therapy for t-wave oversensing. Technical services (ts) was consulted and discussed the stored episodes, with the episodes morphology been quite different from the baseline, so ventricular tachycardia (vt) was suspected since the shock converted the patients rhythm. This electrode remains in service. No additional adverse patient effects were reported.